Event description:
It was reported the customer received a button error alarm. The customer's blood glucose was 157 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with intermittent buttons due to corroded keypad traces. No button error alarms were noted. The pump also had minor scratches on the lcd window, a cracked case at the display window corners, a cracked case at the reservoir tube window corners and cracked battery tube threads.